Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2020. A manufacturing record evaluation was performed for the finished device phk892 batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many of the total quantity were actually involved for the reported issue? Phk892 two involved, pk6604 one involved. Which of these lot numbers phk892 , pk6604 corresponds to this product complaint? Both what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Unknown. How many devices were involved in this single procedure? Three. Note: events reported in 2210968-2020-01898, and 2210968-2020-01900.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came off of the suture easily. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.